Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring at 2117 ohms and high threshold values. Upon review, there was a gradual increase in the impedance measurements. The patient was seen in clinic and the physician noted that the patient was in bradycardia with a 25% of pacing, isometrics was performed, however there was no noise on the rv lead and only a small noise signal was present on the shock channel during the arm movement. The physician decided to schedule a future upgrade to an implantable cardioverter defibrillator (ICD) dual and schedule a replacement for the rv lead. This lead currently remains in service. No adverse patient effects were reported.